Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial, with residue on lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -12.50 diopter, in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to pupil block, with elevated intraocular pressure and significant reduction of irido-corneal angles. The lens was not exchanged for another lens.